Event description:
On (B)(6) 2023 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient had cloudy pd effluent and was diagnosed with an infection. The sample was being tested and the patient was initiated on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and vancomycin (dose, frequency, and duration not provided). The patient¿s white blood cell (wbc) count returned elevated at 817. The pd culture had no growth after 6 days. The patient continues to complete antibiotic therapy and pd treatments utilizing the liberty select cycler during recovery. The cause of the peritonitis is unknown. The patient did not recall any instance of touch contamination or other breach in aseptic technique prior to the peritonitis event. No further information was available.